Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, back haptic was broken before loading. There was no patient contact and the procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in b.2 and h.11. Based on internal review following submission of the initial report, this event back haptic was broken before loading does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).